Event description:
It was reported that during a gastric band adjustment procedure while attempting to fill the port septum, it was flipped on the tubing strain relief. The surgeon was able to manually move the port septum on the tubing and complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The lot number of the device was not provided; no device history records could be reviewed.